Manufacturer narrative:
Section a patient information: no patient information was available. This report is being filed on international product, architect anti-hbc ii list 8l44-78 that has similar product distributed in the us, architect core list 6l22, and 510k/PMA/bla of p080023. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect anti-hbc ii results out of the lab for 3 samples when positive quality control (qc) was out of range low. Sample 1 architect anti-hbc ii negative of 0.21 s/co (qc out of range) but reactive 7.14 s/co (qc in range). Sample 2 architect anti-hbc ii negative of 0.05 s/co (qc out of range) but reactive 3.45 s/co (qc in range). Sample 3 architect anti-hbc ii negative of 0.09 s/co (qc out of range) but reactive 5.11 s/co (qc in range). No impact to patient management was reported.

Event description:
The customer reported false negative architect anti-hbc ii results out of the lab for 3 samples when positive quality control (qc) was out of range low. Sample 1 architect anti-hbc ii negative of 0.21 s/co (qc out of range) but reactive 7.14 s/co (qc in range). Sample 2 architect anti-hbc ii negative of 0.05 s/co (qc out of range) but reactive 3.45 s/co (qc in range). Sample 3 architect anti-hbc ii negative of 0.09 s/co (qc out of range) but reactive 5.11 s/co (qc in range). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 67525be01, however, no increase in complaint activity was identified for list number 08l44. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 67525be00, which contains the same bulk material as lot 67525be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbc ii reagent lot 67525be01 was identified.